Event description:
It was reported that the instrument broke. There was no patient involvement.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device exhibit signs of repeated use nicked/gouged and a piece of the locking rail feature on the medial distal side has fractured off. The device also has a possible field age of over 7 years. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.